Event description:
Healthcare professional reported right side "rupture" discovered during surgery. Device has been explanted-replaced. Physician noted "ruptured free silicone".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, broken device assessed as fold flaw opening and missing shell assessed as inconclusive. Additional observations: stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side "rupture" discovered during surgery. Device has been explanted-replaced. Physician noted "ruptured free silicone".